Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The customer was informed this is a known software issue during the service call. The software revision will be installed as soon as it is released.

Event description:
The customer reported that the 9900 system motorized drive locked up during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.